Manufacturer narrative:
A definitive root cause could not be determined. A reagent or calibration issue could be excluded as the repeat result was correct and comparable to the patient's other test results. The customer indicated a pre-analytical issue was the most likely root cause.

Event description:
The customer alleged they received a questionable free thyroxine (ft4) result for one patient on their modular e170 analyzer. The customer stated this happened in other random tests, but could not provide any information. The customer did not notice any fibrin or clots in the tube. The sample did not have hemolysis, icterus, or lipemia. It was unknown when this event occurred. The patient's initial ft4 result was 2.21 ng/dl. The repeat result was 1.04 ng/dl and it was reported to the physician. It was unknown if there were any adverse events. The ft4 reagent and expiration date were not provided.

Manufacturer narrative:
This event occured in (B)(6). No information was provided on the specific part number involved in this event.

Manufacturer narrative:
Additional information has been provided. The date of this event was (B)(6) 2013. The date this report was received was (B)(6) 2013. The discrepant result was not reported outside the laboratory. The patient was not adversely affected by this event. Was updated to include the serial number of the analyzer.